Event description:
It was reported that the implantable cardioverter defibrillator exhibited unspecified oversensing. Further information was requested however, was not provided.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information noted that the oversensing of lvad causing inhibition of pacing. Programming changes were performed.